Event description:
It was reported to boston scientific corporation that an injection gold probe was to be used for hemostasis during an esd (endoscopic submucosal dissection) procedure, performed on (B)(6) 2012. According to the complainant, during the procedure, the patient presented with severe bleeding. However, after advancing the gold probe into the patient to perform hemostasis, it was noticed that "the tip was severely kinked and cracked." The device was withdrawn from the patient, and then the procedure was completed using another injection gold probe. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported as being stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. (B)(4) for the reported event of the tip cracked. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe was to be used for hemostasis during an esd (endoscopic submucosal dissection) procedure, performed on (B)(6) 2012. According to the complainant, during the procedure, the patient presented with severe bleeding. However, after advancing the gold probe into the patient to perform hemostasis, it was noticed that "the tip was severely kinked and cracked". The device was withdrawn from the patient, and then the procedure was completed using another injection gold probe. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported as being stable.

Manufacturer narrative:
On (B)(6) 2012, additional information was received revealing that the device was reprocessed (re sterilized) and reused. As the device is labeled and intended for a single use only, this is no longer a MDR reportable event. Therefore, the report is rescinded.